Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11 (investigation result) the device was not returned as it was reported to be disposed. However, media inspection of the photo provided by the customer found it was possible to observe the cutting wire was broken inside the patient. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of cutting wire break was confirmed. The media analysis revealed that the cutting wire was broken inside the patient. The device was not returned for analysis and was reported to be disposed. Without analysis of the device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. Therefore, the most probable root cause could not be established.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device was inserted into the working channel of the scope. The papilla was cannulated successfully and the guide advanced. When bowing of the device to perform a cut, the cutting wire of the ultratome xl broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photos of the complaint device provided by the customer inside the patient shows the cutting wire broke.